Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Jun 15, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pseudotumor/metallosis and iliopsoas tendonitis. Revision note stated that there was chronically inflamed trochanteric bursa, yellowish grey fluid with particulate matter, thick capsule, minimal bone loss but poor posterior wall, and soft bone in acetabulum. It was also stated that there was a pseudotumor present with metallosis in head cavity, around neck, none at bone/metal interface, and abundant metallosis at trunnion with no structural damage to trunnion. Preoperative, she had pain and elevated cobalt levels. No laboratory values provided for the reported elevated cobalt levels. Part and lot information were provided. This complaint was updated on: jun 27, 2017.

Manufacturer narrative:
Legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pseudotumor/metallosis and iliopsoas tendonitis. Revision note stated that there was chronically inflamed trochanteric bursa, yellowish grey fluid with particulate matter, thick capsule, minimal bone loss but poor posterior wall, and soft bone in acetabulum. It was also stated that there was a pseudotumor present with metallosis in head cavity, around neck, none at bone/metal interface, and abundant metallosis at trunnion with no structural damage to trunnion. Preoperative, she had pain and elevated cobalt levels. No laboratory values provided for the reported elevated cobalt levels. Part and lot information were provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.